Event description:
Note: date of event is unk. The complainant has reported that a pt (age and gender unk), underwent an upper esophageal biopsy procedure using a radial jaw 4 biopsy forceps device. It was reported that following the biopsy "the spot in which the sample was taken would not stop bleeding". The physician successfully treated the bleed using an injection of epinephrine and hemostasis clips. The pt reportedly "(had) no serious injury and is doing fine". No further complications were reported to have occurred as a result of this reported event.

Manufacturer narrative:
Device expiration and MFR dates are both unk since the lot number of the device is unk. The complainant has reported that the prod will not be returned since it was disposed; therefore, an eval will not be conducted and the root cause for this event cannot be determined. In 2007, rolling 15 month complaint trend chart was reviewed for the rj4 prod family. No adverse trends were noted. Further, the total number of complaints received for this prod family does not exceed a limit which would warrant further action at this time.